Manufacturer narrative:
(B)(4) for the reported event of stent damage. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a biliary stricture due to a tumor. The stricture was located in the middle of the biliary duct and was 12-14mm in length. The patient anatomy was not noted to be tortuous. During the procedure, the stent was released at the stricture. Following deployment, it was noted that there appeared to be "disruption of the wire net of the distal part of the stent." The distal end of the stent was described as having a twisted appearance and was "a little bit frayed." There were no issues noted during deployment of the stent and it was reported that the stent "was really well placed and fixed on the biliary duct." The procedure was completed with the placement of this device and it was noted that the stent was working as expected. There were no patient complications or adverse events reported as a result of this event.